Event description:
Additional information received reported the pump was replaced on 2014-(B)(6) and all medication information remained the same. The pump was being used to deliver sufentanil, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the healthcare provider (hcp) had tried two physician programmers and he kept seeing ¿reposition telemetry head.¿ it was also reported, the personal therapy manager (ptm) works and they were going to try a different room. There were no sources of electromagnetic interference (emi) and the telemetry head was being correctly positioned over the pump. Additional information received reported the pump was not able to be interrogated and the doctor tried two different rooms, two different programmers, and patient took off pants and got rid of all electronics in the room with correct application and no magnet present for interrogation. It was noted, the hcp was able to interrogate a different pump with the same programmer with no problem. It was also reported, he tried placing a lead vest over the programmer to eliminate emi and telemetry could not be completed. It was noted, telemetry would start and ¿then stall out on the progress bar on the programmer screen¿ and ¿invalid telemetry¿ showed up on the programmer screen. It was also reported they were able to communicate with the pump with the ptm and give boluses and get lockouts with time remaining. The patient did not hear alarms. The hcp started asking the patient questions and it was found the patient had had 17 radiation treatments and the pump was partially in the site that was receiving radiation. The type of drug in the pump was unknown. It was further reported they will likely replace the pump later this week or next week. It was reported, the patient received proton beam radiation and the patient was very upset and irate that this happened. Additional information received reported the pump was explanted on 2014 (B)(6) and the pump would be returned for analysis. It was noted, the patient was implanted with the new pump and was receiving effective therapy. Additional information has been requested; a follow-up report will be sent when it becomes available.